Event description:
The customer reported via phone call that he had unexplained high blood glucose level of 446 mg/dl. At the time of the call the customer's blood glucose level was 310 mg/dl. There were no significant events leading to the high blood glucose. Customer did state the he was feeling nausea, but felt well enough to test the pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The presence of a leak was not noted and the sensor was not bent. The high pressure test was performed and passed, but the customer mentioned that there were multiple air bubbles in the last reservoir he had. The customer was advised change the reservoir and insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.